Event description:
It was reported that stored egms revealed multiple episodes of non-sustained rv oversensing due to possible myopotential. No actions were made. Device remains implanted. Patient condition was good and is scheduled for follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.